Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Reported event of infection from journal article: "reoperations after gastric banding: replacement or alternative procedures?", (2009) surg endosc 23:334-340 doi 10.1007/s00464-008-9926-8. The manufacturer of the devices is unknown. Allergan medical's approach to compliance is to resolve all doubt in favor of reporting.